Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A risk manager reported a patient who underwent uneventful lasik treatment of both eyes. Four days following treatment the patient presented with striae, a partially dislodged flap with an epithelial defect and/or viral infiltrate of the right eye. A lift and smooth was performed. Additional information has been requested.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury as the reporter confirmed this event did not occur in the right eye. (B)(4).

Event description:
Additional information received indicating the reported event did not occur in the patients right eye.